Manufacturer narrative:
This event is recorded with zimmer biomet under cmp-(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the thickness of the graft is not accurate during surgery. The harvested graft was not usable and an additional graft was required. Another device was used to complete/finish the surgery. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: the device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports. Initial qa inspection of the air dermatome on march 15, 2018 revealed that the calibration was out of specifications at the zero setting only and the motor speed was within specifications. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on march 15, 2018 which included replacement of the bearings and seal and retaining ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the calibration was only out of specification at the zero setting. All the other settings were within calibration. The root cause of the thickness of the graft not being accurate cannot be specifically determined with the provided information since during initial inspection the device was only out of calibration at the zero setting. The device would not be used for cutting in that setting. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.